Event description:
Following two hours of ECMO support, leakage was noted at vent ports. The unit was disposed of by the hosp because the pt had a staph infection. The pt died awaiting the heart transplant. The device was changed out following the 2 hours of support. No other info is available. ECMO is an off label use of the device.